Event description:
It was reported that the customer had high blood glucose levels of 529 mg/dl. The customer treated with a bolus from the insulin pump and manual insulin injections. The customer also reported a no delivery alarm from the insulin pump that was resolved by an infusion set change. The customer also reported blood in the cannula of the infusion set. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).